Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). The cp5 system was tested by the hospital biomedical engineer trained by livanova and couldn t reproduce any problem. Through follow-up communication livanova learned that the device is in use at the customer site. If any additional information pertinent to the reported event is received, it will be provided in a supplemental biomedical engineer of the hospital checked the device.

Event description:
Livanova received report that a cp5 centrifugal pump suddenly turned off on its own during cpb while supporting patient prior to the aortic cross clamp being applied. With the console off no forward flow was being delivered by the cpb pump to the patient. Reportedly, cpb had only been commenced for under 10 minutes and the patient still had a closed heart with a perfusable rhythm when the incident occurred. Clamping out the arterial and venous lines were performed to prevent further blood volume from the patient to be drained into the cpb reservoir. Lines were re-clamped out and pump console troubleshooted but it was not possible to identify issue as to why the drive console turned off. The centrifugal pump was hand-cranked while the drive unit and the control panel were replaced. The patient was stable and no serious injury occurred and cpb restarted with new cp5 system.

Manufacturer narrative:
H.10: based on collected information and considering, that the unit is still in use without showing further deviations. The most likely, root cause of the reported event is traced back to a temporary missing communication between the cp5 panel and cp5 drive unit. Solved by switching, the cp5 system off and on again and / or by reseating the cp5 drive unit connector on the cp5 panel.

Event description:
See initial report.